Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a general device change-out procedure, pacing inhibition was observed on the electrocardiogram. No noise was noted and the physician believed either the right ventricular lead was fractured or the pacemaker had set screw or seal plug issues. The patient was pacemaker dependent and unaware of the inhibition at the time. Additional information from the field indicated that there was a period of asystole that lasted approximately three seconds due to the pacing inhibition. The pacemaker was explanted and will be returned. No adverse patient effects were reported.